Manufacturer narrative:
On (B)(6) 2023 - patient's son contacted us indicating that a capsule was stuck in his dad. They are working on retrieving it. We were notified that after the first capsule was ingested, the doctors thought it wasn't retrieved, so they gave the patient a second capsule and both got stuck in the patient. Frm-0089 capsule incident questionnaire was sent. On (B)(6) 2023 - we received frm-0089 indicating that the patient had a history of diverticulosis and that the first capsule was retrieved through a digital rectal exam and the second capsule remained in the rectum. Afterwards the patient underwent a total colectomy for the diverticular bleed and unrelated to the capsule. On (B)(6) 2023 - we were informed that the second capsule was retrieved by giving the patient rectal enemas. On (B)(6) 2023 - we were informed that there was never a second capsule and that they were just confused about this case. The first capsule was the only capsule the patient ingested and it was retrieved after a digital rectal exam as explained in frm-0089.

Event description:
On (B)(6) 2023 - patient's son contacted us indicating that a capsule was stuck in his dad. They are working on retrieving it. We were notified that after the first capsule was ingested, the doctors thought it wasn't retrieved, so they gave the patient a second capsule and both got stuck in the patient. Frm-0089 capsule incident questionnaire was sent. On (B)(6) 2023 - we received frm-0089 indicating that the patient had a history of diverticulosis and that the first capsule was retrieved through a digital rectal exam and the second capsule remained in the rectum. Afterwards the patient underwent a total colectomy for the diverticular bleed and unrelated to the capsule. On (B)(6) 2023 - we were informed that the second capsule was retrieved by giving the patient rectal enemas. On (B)(6) 2023 - we were informed that there was never a second capsule and that they were just confused about this case. The first capsule was the only capsule the patient ingested and it was retrieved after a digital rectal exam as explained in frm-0089.